Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient presented to her neurologist's office with a possible infection at her neck incision site shortly after initial implant surgery. The patient planned to have the implanting surgeon evaluate the infection. The surgeon evaluated the patient and noted that a suture was causing drainage to come from her neck incision site. The surgeon removed the suture during that clinic visit. The patient was seen one week later by her neurologist, who noted that the patient's incision site had healed. The device history records were reviewed for both the generator and leads and revealed that the devices met all sterility and functional specifications for release prior to distribution. No additional relevant information has been received to date.